Event description:
During an incident in 2003 involving a female pt who had experienced shortness of breath and fainting, this defibrillator, which was being used with bio tac ultra monitor pads, powered on, showed a rhythm on the screen, but after 2 to 3 minutes, shut down. No audio or visual prompts were noted. This happened 4 times using 2 different batteries. The pt was transported to a hospital alive, alert and stable. The customer was requesting preventative maintenance because of a "needs service, clock" prompt and they suspected a problem with the battery charger.